Manufacturer narrative:
Additional information: h6, h11. H11: the device was not available for evaluation. An on site inspection indicated that the machine's ultrafiltration unit malfunctioned, however no repair information was provided. The machine serial number was not known; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. The machine displayed a negative transmembrane pressure value, and the blood at the venous end of the dialyzer was observed to be dark in color. Treatment was discontinued and the tubing was flushed with 500ml normal saline. The tubing was replaced to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.